Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for rear barrel separation with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by functional testing and one of the sets the issue of barrel separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was integrated holder separates from the non patient end needle, event 1 of 2. The following information was provided by the initial reporter. It was reported "the push button came apart after the needle was activated. The bd push button blood collection device came apart after the needle was activated from the patient.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was integrated holder separates from the non patient end needle, event 1 of 2. The following information was provided by the initial reporter. It was reported "the push button came apart after the needle was activated. The bd push button blood collection device came apart after the needle was activated from the patient."